Manufacturer narrative:
The reported event of oversensing and inappropriate therapy were confirmed by reviewing the device data. The implantable cardioverter defibrillator (ICD) was returned for analysis. The reported event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing. No intervention was performed. Patient was stable.

Event description:
New information noted the patient initially presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy for oversensing. The ICD was explanted and replaced. The patient was in stable condition.